Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires/damaged cable) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (blank screen) has been confirmed. Upon investigation the monitor was resetting. The cause for the abnormal shutdowns was isolated to a defective u500 digital signal processor, f600 fuse, and u1003 programmable logic device (pld) on the computer/analog board. The root cause for the defective components could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor returned a patient's electrode belt and monitor and reported that the belt had a damaged cable and the monitor had a blank screen.